Manufacturer narrative:
The customer's cobas liat analyzer (s/n(b)(47)) was return for evaluation and repair. From the data inspection, it was identified that background levels, especially for the blue channel, are disturbed since the beginning of the whole dataset. This indicated that leakages likely occurred even before the first available run of the dataset (#: (B)(4)). Additionally, another leakage occurred during run #: (B)(4) which further impacted the optical path. There are clear signs of optical path obstruction, leading to low baseline values and the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI: (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The liat analyzer was returned for repair. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer reported that on december 17, 2021 run #: (B)(4) generated a sars-cov-2 negative, influenza a positive, influenza b negative result when tested and analyzed on the cobas® liat® system (s/n(B)(4)). A newly collected sample from the patient was tested and analyzed on a different cobas® liat® system (sn (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Repeat testing of the patient¿s initial sample was also done and generated a sars-cov-2 negative, influenza a negative, influenza b negative result, test instrument was not provided. Patient samples were collected using nasopharyngeal in bd universal transport media. The results were reported out to the patient and/or personnel treating the patient. During review of customer-provided data it was noticed that runs #: (B)(4) all generated influenza a positive results. Six of the seven patient¿s same samples were repeat tested on a different liat and generated negative results. The patient¿s sample associated with run #: (B)(4) was not repeat tested due to patient being symptomatic for these seven runs no information on sample collections or handling was provided. No patient details were made available. The negative results were reported out to the patient and/or personnel treating the patient. No harm alleged. Eight (8) mdrs will be filed one for each sample as per FDA guidance.